Event description:
Device report from depuy synthes reports an event in (B)(6) as follows: this is report 1 of 3 for (B)(4). It was reported by the customer in (B)(6) that on (B)(6) 2022, the patient underwent the revision surgery with removal of the fns and the total hip arthroplasty for the osteonecrosis of the femoral head. According to the report, when the surgeon tried to remove the locking screw with the screwdriver shaft stardrive, the locking screw stuck in the hole of the plate and could not be removed. It was reported that the surgeon removed the locking screw with a hollow reamer and a carbide drill. The surgery was completed successfully within 30 minutes delay. The surgeon confirmed by x-rays that there were no fragments in the patient¿s body. According to the surgeon, the fact that more than four years had passed since the surgery with fns caused this event. The status of the patient was stable. No additional information was provided. This report is for one (1) scrdrivershaft t25 l241 device. This complaint involves three (3) devices.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. The lot number was unknown. Therefore, the expiration date and device manufacture date were unknown. Without a lot number the device history records review could not be completed. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.